Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Correction: block b1: added adverse event. Block b5 statement.

Event description:
It was reported the patient had surgery to revise their neurostimulator. The patient was charging once a week and did not like charging that often. The physician decided to change the neurostimulator for one that does not require charging often. All went well and the patient felt it comfortably in the low buttock and implant area on two of the programs. Additionally, the patient is doing well post operatively and does not have any complaints after the replacement.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to revise their neurostimulator. The patient was charging once a week and did not like charging that often. The physician decided to change the neurostimulator for one that does not require charging often. All went well and the patient felt it comfortably in the low buttock and implant area on two of the programs. The local care team member will have a post-op follow up with the patient.